Event description:
It was reported that the patient had a car accident a few days prior to this report and now believed his device was not working right. It was noted that before there was a steady stream and now it was an irregular pulse. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).